Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported during use of the cardiac resynchronization therapy defibrillator (crt-d) cannot be in the house when the vacuum cleaner is running "it wants to play with my heart a little bit. The patient stated while using a gas pressure washer previously and afterwards the alarms were going off. The patient went to have the crt-d checked and was informed that the device was confused, thought ventricular tachycardia (vt) occurred and almost shocked. The patient was referred to the healthcare professional. Additional information received indicated the patient was seen by the healthcare professional and confirmed electromagnetic interference (emi) occurred due to water pressure washer wand put in clogged sewer pipe. The crt-d recorded thirty-seven short v-v intervals and noise seen on electrogram (egm). The patient was cautioned about use of water pressure washers and weed wackers. No action/intervention was performed. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported during use of the cardiac resynchronization therapy defibrillator (crt-d) cannot be in the house when the vacuum cleaner is running "it wants to play with my heart a little bit. The patient stated while using a gas pressure washer previously and afterwards the alarms were going off. The patient went to have the crt-d checked and was informed that the device was confused, thought ventricular tachycardia (vt) occurred and almost shocked. The patient was referred to the healthcare professional. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: 0295 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: for regulatory report #3004209178-2020-05350 follow up 01 correct aware date from 2020-02-13 to 2020-03-13. If information is provided in the future, a supplemental report will be issued.